Event description:
End user reports the "tips of coudes are bent/ not aligned with curl and caused bleeding events." He said "he has been using this product for the last 6 months as he prefers its portability and prior to this used gc glide and has cath'd for many years. He caths 4-5 x a day for retention from " a problem with his bladder muscle not working." He said he was told his prostate is only a little enlarged but not of too much concern. He said he has found defects in the gcafm product since he has used it in nearly every box he has ever received. He said this particular shipment was particularly bad. He said the "tips are sometimes bent to the left or to the right or down and they are not oriented to the curl." He said the tip can be bent off "30-35 degrees easily" from the alignment of the curl. He said he has had bleeding 3 times since he used ones with these off bends as he feels he scrapes something in his urethra as they don't go in with coude tip upwards as they should. This most recent bleeding event with use was earlier this week he had a lot of bleeding he said with defect. He wore a diaper and noted bleeding in it for 8 hrs prior to it stopping on it's own. He said the other 2 bleeding events were in the past and not as bad. Bleeding always stopped on it's own did not seek medical treatment. He is on baby aspirin daily and that is a blood thinner. He is doing much better now, bleeding has stopped."

Manufacturer narrative:
A2: age: 85, sex: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Manufacturer narrative:
Urinary catheter in question was manufactured in july/august 2022. Catheters were produced under subassembly lot 2f03812 at machine a097. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure: eyelet no punch. Hangnail left in eyelets. Position of connector indicator and bent tip of catheter. No similar complaint was registered to this lot. The batch record review indicates no discrepancies. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot and mentioned nature. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.